Manufacturer narrative:
The fsr replaced the power supply. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance of the device, the power supply failed. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 during laboratory analysis, the product surveillance technician (pst) observed the power supply to be non-functional. No direct current (dc) output was present when it was tested on the power supply test fixture. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.